Manufacturer narrative:
(B)(4). The customer returned a 20 ga x 3-1/2/" needle with a blue hub that was part of a catheter over needle assembly. Under microscopic examination there was a crack emanating from the hub and extending 9mm down the length of the hub. A device history record (DHR) review was performed on a potential lot number and there were no issues found that could relate to the reported complaint. The report of a cracked needle hub was confirmed by visual examination of the returned sample. A single crack was observed in the needle hub. A DHR review was performed based on a potential lot number and did not reveal any manufacturing related issues. Further investigation of this issue is being conducted under CAPA (B)(4). The failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the hub of the needle shows cracks/stress marks.